Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device after an interventional procedure. Reportedly, hemostasis was not achieved with the proglide device, despite the proglide device working "without flaws". This was reportedly possibly related to user technique. Another device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.